Event description:
During a CABG, the vasoview hemopro cautery instrument tip broke off inside the patient's forearm while pa was trying to harvest the radial artery. Instrument had only been in use for approximately 5-7 minutes. No force was noted.what was the original intended procedure?endoscopic harvesting of the left radial artery.device #1is this a laboratory device or laboratory test?no.